Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent their second knee revision surgery on (B)(6)2014. The first revision surgery occured (B)(6) 2013. The revision surgery ws performed due to possible infection. The surgeon performed a poly exchange of the 3 x 12mm tibial insert to a 3 x 20mm tibial insert.